Event description:
The surgeon assembled the manipulator prior to insertion, and inspected it again on removal and noted that the cup was not attached. Manufacturer response for culdoscope (and accessories), rumi ii koh-efficient (per site reporter). They have opened an investigation and are working with the hospital to complete their investigation.